Manufacturer narrative:
This product is registered as a combination product.  The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon the interrogation on (B)(6) 2020, it was found that no capture could be obtained on the atrial lead, also no sensing numbers could be obtained. An x-ray was obtained and showed the atrial lead had become dislodged. Lead revision was performed. The patient was stable.